Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A nurse reported to baxter (B)(4), during prefilling leakage was observed near the arterial transducer. The reported problem occurred during filling; therefore no patient injury or medical intervention is associated with this event.

Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. This complaint could not be confirmed during baxter and haemotronic's sample evaluation. Haemotronic performed a batch review and no issues were found related to the reported condition during the manufacture of the lot. The root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.